Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed skin irritation under the rear te pads of the lifevest equipment. Patient described the area as itchy, broken open and oozing. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised that they were going to prescribe a cortisone cream. Outcome of the irritation is unknown as follow up attempts were unsuccessful.